Manufacturer narrative:
MFR received date: 29 aug 2019. Date of report received: 30 aug 2019. The manufacturer¿s field service engineer (fse) replaced the cpu. The unit successfully passed the required performance verification test. The (central processing unit) cpu board was returned to failure investigation (fi) for evaluation. Visual inspection of the cpu board revealed no evidence of damage or contamination. The cpu board was installed in the fi test ventilator in an attempt to duplicate the reported problem. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer's field service engineer (fse) could not duplicate the reported issue. Unit ran for 1/2 hour and no problem found. Inspected inside unit and everything was connected and secure. The manufacturer¿s field service engineer (fse) replaced the (central processing unit) cpu per tech support. The unit successfully passed the required performance verification test.

Event description:
The customer reported errors 35 volts supply failed, auxiliary alarm supply failed, blower stalled, ventilator restarted due to anomalies detected during operation, backup alarm failed. It is unknown if the unit was in clinical use at the time the reported issue was discovered.